Event description:
The manufacturer received information alleging to afib and has particles in his lungs and she has been getting headache and request a text back and also particles in airway from device to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported other serious or important medical events in section b2. After review it was determined that other serious or important medical events was incorrectly selected. The was no allegation of serious or permanent harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in airway related to a CPAP device's sound abatement foam. The patient has alleged afib and has particles in his lungs and she has been getting headache. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously not captured section h6 health effect- clinical code updated in this report. Section h6 updated in this report.